Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant impinging on a nerve. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7040-90, lot# i0879, manufactured 12/16/13, expires 2018-12; ifuse implant, p/n 7045-90, lot# i0905, manufactured 01/27/14, expires 2019-01; ifuse implant, p/n 7050-90, lot# i0914, manufactured 03/12/14, expires 2019-01.

Event description:
In (B)(6) 2014, the surgeon performed a left side si joint fusion on the patient placing three ifuse implants. The patient reported left leg pain and numbness following the procedure. A CT scan revealed that the superior implant was impinging on the nerve root. In (B)(6) 2014, the surgeon performed a revision surgery where he removed the superior implant. The patient's pain complaints resolved following the surgery.